Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the health care professional via a manufacturer representative regarding a spacer used for tlif (transforaminal lumbar interbody fusion) spinal therapy at l4/5 levels for pre-operative diagnosis of spinal canal stenosis. It was reported that the spacer was inserted under the image and then installed in an appropriate position. Bone packing was performed posterior to the spacer without imaging, and at final confirmation it was confirmed that the spacer had dislocated anteriorly (it was located anterior to the l5 vertebral body). It was inferred by the physician that the was breached during insertion of the ai, and that the ai was pushed anteriorly during bone packing. On the same day, the spacer was placed and the posterior screw was fixated. It was determined that removal could not be performed via an anterior approach, and removal is scheduled to be at another hospital at a later date. There were no patient symptoms reported in this event. There were no further complications reported in this event. Additional information received that the product has been explanted and the product in question was removed without issues.